Event description:
It was reported that prior to use, cs300 intra-aortic balloon pump (iabp) displayed a battery maintenance due alarm and lead 2 fault was also identified. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, e1 (initial reporter, event site email, event site telephone), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected fields: b5. A getinge field service engineer (fse) was dispatched to evaluate the unit. Battery maintenance message displayed on screen and did not reset. Fse did reset the message and next battery check is scheduled for 8/2025. Powered up the unit and battery message was reset.

Event description:
It was reported that during routine check, cs300 intra-aortic balloon pump (iabp) displayed a battery maintenance due alarm and lead 2 fault. There was no patient involvement.